Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience via CAPA# (B)(4). This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood when the multi-adapter was pushed into it with "extreme pressure". The following information was provided by the initial reporter, translated from (B)(6) to english: "the multi-adapter does not work with the rosa venflons (is the same multi-adapter for other venflons that do not have this problem). The adapter can sometimes be pushed in with extreme pressure or sometimes spit back and bleeding occurs. Apparently the problem with the rosa venflon's exists in different batches. Contamination by blood, blood collection only possible with difficulty, as the adapter has to be pushed extremely tightly into the venflon."